Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during patient preparation before use and required three complete system restarts, resulting in a 20-minute delay. The philips field service engineer (fse) inspected the system onsite and found that the flex vision monitor displayed only the philips logo during start-up, while the application fully loaded on the control room monitor, indicating that the system was ready to run. Upon troubleshooting, it was found that the root cause was traced to suboptimal video output quality, specifically a failure to apply the monitor lut to a video output. To resolve the issue, the video input settings in the procedure settings console (psc) were reconfigured. Initially, an option other than 'no correction' was selected to overwrite incorrect settings, then 'no correction' was reselected, followed by a system reboot. After successful testing, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's flexvision computer was unable to boot up, stalling at start up screen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.